Manufacturer narrative:
A visual inspection was performed on the returned device and there were no signs of any physical damage with the received cycler. An internal inspection was performed and there were indications of dried fluid within the recess of the bottom cover adjacent to the pump assembly and cassette area. The cause of the encountered dried fluid could not be determined. Simulated testing was performed and there were no fluid leaks and the device performed as designed. While there was evidence of a fluid leak associated with the cycler as found during internal inspection it was not reported to be associated with this event. Device history review was performed and found no non-conformance reports or other abnormalities during the assembly of this lot. The product involved met current specifications. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The system level review of cycler and concomitant products found no indication that the products caused or contributed in any way to the clinical event. Medical records were provided and have been reviewed by post market clinician staff. The medical record did not contain hospital records from (B)(6) 2016 for review. Medical records did not contain dialysis center progress notes, dialysis treatment flow records, medication records or a history and physical for review. Medical records did not reveal the source or cause of the patient¿s peritonitis. There was no documentation in the medical record that indicated a causal relationship between the liberty cycler and the patient¿s peritonitis.

Event description:
The following is from medical records provided by the patient's treatment facility. The patient was started on cefazolin and ceftazidime. On (B)(6) 2015, the cefazolin was stopped. Patient was changed to gentamycin on (B)(6) 2016. On (B)(6) 2016, the patient was admitted into the hospital and the catheter was removed on (B)(6) 2016.

Manufacturer narrative:
(B)(4) this report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient reported she developed an infection. Follow up with peritoneal dialysis registered nurse (pdrn) confirmed the patient had been diagnosed with peritonitis on (B)(6) 2015. The patient was hospitalized on (B)(6) 2016 and got her catheter removed. On (B)(6) 2016 the patient was transferred to hemodialysis for a month. Following this, the pdrn expected the patient to transition back to pd. The cause of the peritonitis was unknown but the bacterial growth was confirmed to be roseomonas gilardii.